Event description:
It was reported that a patient underwent a pediatric surgical suture skin procedure on (B)(6) 2022 and suture was used. The suture pulled off the needle with a newly dispensed suture when it was opened to prepare for surgery. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4) photo investigation summary: a visual inspection of the received image was performed. Visual analysis of the received image determined that a labeled winding former with undispensed suture of product code vcp303h could be observed, the image is not clear to determine the failure mode to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. Investigation summary: visual analysis of the returned sample revealed that one opened sample of product code vcp303h, was received for evaluation. Visual inspection was conducted on the returned device. After investigation of the sample short insertion was observed in the suture. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. In addition, the inspection of a needle-suture combination and four used needle suture pieces, the swage and attachment were noted to be as expected. Functional test was performed, and the pull force result were above the minimum requirements. Based on the information currently available, the pull-out was identified during the investigation of the sample received. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be cbased on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.